Manufacturer narrative:
(B)(4). Section g4: the rt206 adult ventilator circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the subject rt206 breathing circuit was not returned to fisher & paykel (f&p) healthcare for evaluation. Our investigation is therefore based on the information provided by the customer and our knowledge of the product. Results: the healthcare facility reported that the device failed the ventilator leak test. Conclusion: without the return of the subject device, we are unable to determine the cause of the failed leak test. All rt206 adult inspiratory heated breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specification at the time of production. The user instructions that accompany the rt206 adult inspiratory heated breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A healthcare facility in china reported that an rt206 adult ventilator circuit failed the ventilator leak test prior to patient use. There was no reported patient involvement.